Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown reason. A new lead with same model was implanted. No additional adverse patient effects were reported.